Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Implant date unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that implant # 19 stripped. The final restoration could not be seated. The healing abutment would not seat. The implant had to be replaced. The implant was well integrated.

Manufacturer narrative:
MFR report number 0002023141 - 2021 - 00500 was submitted and it was subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0002023141 - 2021 - 00442. Please disregard the MFR report number 0002023141 - 2021 - 00500 submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.